Manufacturer narrative:
This event occurred in (B)(6). (B)(4). (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for troponin t hs (high sensitive) - tnths. It was stated that subsequent samples were normal and there were no alarms seen on the analyzer. The sample initially resulted as 100.8 ng/l and this value was reported outside of the laboratory. The patient was admitted for further investigation. The sample was repeated on (B)(6) 2016, resulting as 4.02 ng/l. The patient was not adversely affected. The tnths reagent lot number was 18754900. The regent expiration date was asked for, but not provided.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Investigations did find that the used calibration was outside of the recommended calibration frequency. Investigations also determined that the centrifugation time of the sample was too short and the centrifugation speed was too high.